Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. One viewflex ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and viewmate system and the imaging screen was displayed. Visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter tip remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.